Event description:
It was reported that the patient with this pacemaker experienced site pain. It was also noted that there were no anomalies detected on the device. This device was explanted as a request from the patient. This device is not expected to be returned. No additional adverse patient effects were reported.